Event description:
Reporter alleged six of the lancet device needles protruded outside the lancet drum when attempting to use it. Customer stated having to manually push the needles back into the drum for use, however, was unable to do so. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.